Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and additional information received from the customer regarding reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material clogged the nozzle, however, the specific material could not be identified. Additionally, the nozzle was not reported to have been deformed or damaged. It is likely the material remained in the device because the user's reprocessing methods deviated from the instructions for use (IFU). The following information was provided regarding the user's reprocessing methods: the user inspected the scope's air-feeding function and objective lens-cleaning function prior to procedure but they did not use the air/water cleaning adapter (mh-948) to flush water and air to the channel. The user performed pre-cleaning immediately after the device was used for procedure and soaked it for 10-15 minutes and then performed manual cleaning. The event can be prevented by following the instructions for use (IFU): "reprocessing manual_cleaning, disinfection and sterilization procedures_ flush water and air into the air/water channel" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending tube not collapsed, wrinkles on connecting tube, connecting tube scratches, and nozzle clogged with foreign object. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the colonovideoscope, the scope had angulation problem. Upon inspection and testing of the customer returned device, foreign material was found in the scope nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, no harm or user injury reported due to the event.